Event description:
Fish hooks were being used on a patient during a craniotomy. A fish hook snapped into two pieces at the metal portion. Another fish hook snapped into two pieces at the rubber band portion. All fish hook pieces were taken off the field.